Event description:
It was reported that when the device was used during a gastrectomy, it reportedly failed upon the third firing. Upon opening the jaws, the staples were noted to be fired, but the staples were not formed. There was no reported pt consequence.